Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-oct-2022 to 14-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board was burnt. A field service engineer replaced the drawer board to resolve the issue. The system functioned as intended after the field service engineer the troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had drawer failure. During device inspection, a field service engineer found there was defective drawer board. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer board was burned. A field service engineer replaced drawer board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. During device inspection, a field service engineer found there was defective drawer board. There were no adverse events or injuries reported based on this incident.